Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopically assisted vaginal hysterectomy with bso, and laparoscopic burch procedure due to sui and hypermobile urethra.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that patient underwent cystoscopy, right retrograde pyelogram, right ureteroscopy, attempted dilatation of ureteral stricture, attempted removal of the staples w/insertion of right double-pigtail stent on (B)(6) 2007 due to probable right ureteral stricture w/foreign bodies in the form of metal staples in the lumen of the ureter of indeterminate etiology. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and dyspareunia. It was reported that patient underwent right sided ureteroplasty on (B)(6) 2008 for right distal ureteral stricture and a cystoscopy with removal of foreign body from bladder on (B)(6) 2010 for eroded mesh into the bladder.(B)(4).